Event description:
It was reported that loss of capture was noted on the right ventricular (rv) lead. X-ray was performed and revealed the rv lead dislodged. The rv lead was explanted and replaced. The patient was stable.